Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00582 / 00583).

Event description:
It was reported that during a left hip fracture fixation procedure on (B)(6) 2016, the drill axis was eccentric while surgeon was drilling with the targeting device. The surgeon felt that the drill was dull and had a hard time to make the hole. The targeting device was found to have broken and another was used to complete the procedure, resulting in a delay of approximately 90 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined. Further investigation has been initiated to address the reported issue.